Manufacturer narrative:
(B)(4). Batch # r57a3p. Device evaluation: the analysis results that one ec45a device was returned with no visual non-conformances and with two cartridge reloads present; one ecr45d and one ecr45b. The cartridges were received unfired, with the pan partially dislodged from the proximal end right side. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not fire. During the operation for rectal cancer, could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.